Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 3 mm. After the nosecone of the delivery catheter system (dcs) was centered by releasing and pulling the guidewire back, the valve dislodged supra-annular as the dcs was removed from the implant position. Subsequently, the valve was left implanted and a second valve was successfully implanted. It was reported that the pull back from the dcs and lack of valvular calcium contributed to the valve dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.